Event description:
The customer reported alarm light emitting diode (led) failed. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 24sep2019, date of report : 25sep2019. The manufacturer¿s field service engineer (fse) confirmed the reported led failed. The fse replaced the power switch overlay, and the unit is working properly. The system fully met specifications and returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jul2019.

Event description:
The customer reported alarm light emitting diode (led) failed. There was no patient involvement.